Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 300 to 400 mg/dl. Customer's blood glucose down to 200 mg/dl. Customer was using the minimed 670g system. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for the analysis.